Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) due to the factors described below, electrical discharge may have occurred between the tissue and the cutting knife during output activation. ·the output setting was too high. ·the electrosurgical unit was used in coagulation mode. ·the activation time was too long. 2) electrical discharge occurred, causing part of the cutting wire to heat up instantaneously. As a result, the strength of the cutting knife decreased, and the cutting wire was scorched. 3) during tissue incision, a load was applied to the cutting knife with reduced strength, which may have led to its fracture. However, the exact cause of the electrical discharge could not be identified. Therefore, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the single use electrosurgical knife to the service center for a separate issue. During the device analysis, the device exhibited a fracture of the cutting knife. There was no patient involvement.